Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens, +1.5/+6.0/095 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The reporter indicated this lens replaced another lens (12.1mm) but the patient still had some astigmatism left and would be having a laser procedure to resolve the astigmatism. See MFR. Report # 2023826-2019-01688 for 12.1mm lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.